Manufacturer narrative:
(B)(4) date sent to FDA: 05/19/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? - unknown was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain - unknown what was done to locate the broken needle? - locate the broken needle with the microscope which utilized in the surgery. How the broken needle was retrieved from the patient? - it was retrieved directly from the patient. Was there any adverse consequence associated with the patient as a result of the needle breakage? - unknown -was the procedure completed successfully? - yes procedure name? - a skull surgery please provide lot number - unknown.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/21/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code w2790. A fracture was observed in the body of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain what was done to locate the broken needle? How the broken needle was retrieved from the patient? Was there any adverse consequence associated with the patient as a result of the needle breakage? Was the procedure completed successfully? Procedure name: please provide lot number. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: the product was not returned for evaluation. Visual inspection was conducted on the two pictures received. Visual analysis of the pictures received determined that an opened folder with a breakage needle at the swage area of product code w2790 could be observed. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure it was reported that the needle broke when sewing the vessel during unknown surgery. The surgery was delayed for about half hour to looking for and remove the broken needle. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.